Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a power failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Additional information was obtained through a good faith effort response received from the customer. It indicated that the device had a power failure alarm during preventative maintenance activities. No repair was performed by philips as the customer opted to not have the device repaired. Based on the above clarification/information received, the incident is not a reportable event. The event reported is not likely to cause or contribute to a death/permanent impairment/serious injury were it to recur. Therefore, this report is being redacted.